Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc catheter splits. The following information was provided by the initial reporter: I am reaching out because we use the insyte autoguard bc shielded IV catheters. We have recently been noticing that the catheter of the 22g IV in particular split at the tip and doesn't allow us to place the IV. Has this been brought to your attention before? Are there any recalls we should know about? 24jul I have nothing further to report currently. The only "adverse" event is having to stick patient's multiple times because of the product malfunction.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 305661 and lot number 4093239. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.